Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") in a 40-year-old female patient who had essure (batch no. 508296,869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from (B)(6)2005 to (B)(6)2006, iud nos from 2004 to 2005 and loestrin. Concurrent conditions included obesity, thyroid cancer, abdominal pain, chest pain and bacterial vaginosis. Concomitant products included aciclovir (acyclovir [aciclovir]), cetirizine hydrochloride (zyrtec) and levothyroxine sodium (synthroid). On (B)(6)2006, the patient had essure inserted. In (B)(6)2006, the patient experienced pruritus ("itching"). On (B)(6)2013, 7 years 7 months after insertion of essure, the patient experienced bladder prolapse ("bladder or urinary problems changes: prolase"). On (B)(6)2014, the patient experienced female sexual dysfunction ("aparunia (inability to have sexual intercourse)"). On (B)(6)2014, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2014, the patient experienced fatigue ("fatigue"). On (B)(6)2014, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, flank pain ("flank pain"), back pain ("back pain"), abdominal pain lower ("lower right side of abdomen"), pelvic infection ("infection (other): pelvic,"), urinary tract disorder ("urinary problem or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion had resolved, the flank pain, back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, pruritus, pelvic infection, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, allergy to metals, fatigue, weight increased, alopecia, female sexual dysfunction and bladder prolapse outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder prolapse, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, menorrhagia, pelvic infection, pruritus, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6)2012 & (B)(6)2006 & removal date: (B)(6)2014 , (B)(6)2016. Patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6)2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, headache, pruritis, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: coding correction: previous events "bladder/urinary problem" and "prolapse" clubbed in a single event "bladder prolapse.". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus/ migration of essure device location of device: ultrasound showed coils extending further down into uterine cavity than normally seen") and pelvic infection ("infection (other): pelvic") in a 32-year-old female patient who had essure (batch no. 508296,869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy, asthma, celiac disease, parity 2 (two prior vaginal deliveries), thyroid cancer, ovarian cystectomy in 2010, irregular menstruation and migraine. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2005 to (B)(6) 2006, iud nos from 2004 to 2005, mirena iud and loestrin. Concurrent conditions included obesity, thyroid cancer, abdominal pain, chest pain, bacterial vaginosis, genital bleeding, uterine bleeding, obesity, menometrorrhagia, ovarian cyst, lower abdominal pain, urinary tract infection, vaginal discharge, fatigue, sleep deprivation, epigastric pain, hyperlipidemia, hypothyroidism, urticaria, nasal discharge, facial pain, leg pain, dermatofibroma, cystitis, hematuria, gas and panic disorder. Concomitant products included aciclovir (acyclovir) since 2008, cetirizine hydrochloride, docusate sodium;sennoside a+b (senokot s) since (B)(6) 2016, ibuprofen since 2000, levothyroxine sodium (synthroid) since (B)(6) 2006, naproxen since 2005, oxycodone since (B)(6) 2016, ranitidine hydrochloride (zantac) from 2011 to 2018, salbutamol (albuterol) from 2008 to 2017, sumatriptan (imitrex) from (B)(6) 2010 to (B)(6) 2011 and vitamin d nos (vitamin d) since 2013. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2006, the patient experienced abdominal pain lower ("lower right side of abdomen/ right quadrant pain") and pain ("pain radiated down the leg"), 2 months 20 days after insertion of essure. In (B)(6) 2006, the patient experienced pruritus ("itching"). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge/ yellow vaginal discharge"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problem or changes"), cystitis ("bladder or urinary problem or changes infection") and urinary tract infection ("bladder or urinary problem or changes infection"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes on legs"). On (B)(6) 2013, the patient experienced bladder prolapse ("bladder or urinary problems changes: proplase"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("aparunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), flank pain ("flank pain"), back pain ("back pain"), urinary tract disorder ("urinary problem or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed) and otal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the pelvic infection, flank pain, back pain, abdominal pain lower, pruritus, urinary tract disorder, dyspareunia, vaginal discharge, allergy to metals, fatigue, weight increased, alopecia, female sexual dysfunction, bladder prolapse, rash, bladder disorder, cystitis, urinary tract infection and pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, bladder prolapse, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, menorrhagia, pain, pelvic infection, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2012 & (B)(6) 2006 & removal date: (B)(6) 2014 , (B)(6) 2016 patient need for additonal surgery. (Discrepancy noted) on (B)(6) 2006 & (B)(6) 2015 on hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, headache, pruritus". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : events added from pfs-"rashes on legs, bladder or urinary problem or changes, bladder or urinary problem or changes infection, pain radiated down the leg" and event-"right quadrant pain, migration of essure device location of device: ultrasound showed coils extending further down into uterine cavity than normally seen, yellow vaginal discharge" clubbed to previous events. Outcome of the event "abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), dysmenorrhea" was updated to recovered / resolved from unknown. Reporter information,concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") in a 40-year-old female patient who had essure (batch no. 508296,869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2005 to (B)(6) 2006, iud nos from 2004 to 2005 and loestrin. Concurrent conditions included obesity, thyroid cancer, abdominal pain, chest pain and bacterial vaginosis. Concomitant products included aciclovir (acyclovir [aciclovir]), cetirizine hydrochloride (zyrtec) and levothyroxine sodium (synthroid). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pruritus ("itching"). On (B)(6) 2013, 7 years 7 months after insertion of essure, the patient experienced prolapse ("bladder or urinary problems changes proplase"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("aparunia (inability to have sexual intercourse)"). On 9-apr-2014, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) -2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, flank pain ("flank pain"), back pain ("back pain"), abdominal pain lower ("lower right side of abdomen"), pelvic infection ("infection (other): pelvic,"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion had resolved, the flank pain, back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, pruritus, pelvic infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, allergy to metals, fatigue, weight increased, alopecia, female sexual dysfunction and prolapse outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, menorrhagia, pelvic infection, prolapse, pruritus, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) -2012 & (B)(6) 2006 & removal date: (B)(6) 2014 , (B)(6) 2016. Patient need for additonal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) -2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, headache, prrities, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received. Events nickel allergy, fatigue, weight gain , hair loss, apareunia , prolapse & abdominal pain were added. Event outcome updated. Product, patient & reorter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus/ migration of essure device: ultrasound showed coils extending further down into uterine cavity than normally seen/right one migrated to uterus'), embedded device ('having one coil embedded in uterus/right one migrated to uterus') and pelvic infection ('infection (other): pelvic') in a 32-year-old female patient who had essure (ess205) (batch no. 508296) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion done on the same day". The patient's medical history included ovarian cystectomy in 2010, thyroidectomy, asthma, celiac disease, parity 2 (two prior vaginal deliveries), irregular menstruation, migraine, bladder disorder nos and urinary tract disorder nos. On (B)(6) 2016: pathology: diagnosis: a. Uterus, right and left fallopian tubes, total hysterectomy and bilateral salpingectomy: weakly proliferative endometrium. Myometrium and cervix without significant pathologic change. Right fallopian tube contains a metallic wire coil and is associated with a paratubal cyst. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2005 to (B)(6) 2006, iud nos from 2004 to 2005, mirena iud and loestrin. Concurrent conditions included obesity, thyroid cancer, abdominal pain, chest pain, bacterial vaginosis, genital bleeding, uterine bleeding, obesity, menometrorrhagia, ovarian cyst, lower abdominal pain, urinary tract infection, vaginal discharge, fatigue, sleep deprivation, epigastric pain, hyperlipidemia, hypothyroidism, urticaria, nasal discharge, facial pain, leg pain, dermatofibroma, cystitis, hematuria, gas, panic disorder, anxiety, panic disorder nos, celiac disease, thyroid cancer, hypothyroidism and asthma. Concomitant products included aciclovir (acyclovir) since 2008, cetirizine hydrochloride, docusate sodium;sennoside a+b (senokot s) since (B)(6) 2016, ibuprofen since 2000, levothyroxine sodium (synthroid) since (B)(6) 2006, naproxen since 2005, oxycodone since (B)(6) 2016, ranitidine hydrochloride (zantac) from 2011 to 2018, salbutamol (albuterol) from 2008 to 2017, sumatriptan (imitrex) from november 2010 to may 2011 and vitamin d nos (vitamin d) since 2013. On (B)(6) -2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced abdominal pain lower ("lower right side of abdomen/ right quadrant pain") and pain ("pain radiated down the leg"), 2 months 20 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pruritus ("itching"). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge/ yellow vaginal discharge/increased yellow vaginal discharge"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problem or changes"), cystitis ("bladder or urinary problem or changes infection") and urinary tract infection ("bladder or urinary problem or changes infection"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes on legs"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), flank pain ("flank pain"), back pain ("back pain"), urinary tract disorder ("urinary problem or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomachache") and dyspepsia ("heartburn"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed),salpingectomy(bilateral removal of fallopian tubes) and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and pain had resolved and the embedded device, pelvic infection, flank pain, back pain, pruritus, urinary tract disorder, dyspareunia, vaginal discharge, rash, bladder disorder, cystitis, urinary tract infection, abdominal pain upper and dyspepsia outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, flank pain, menorrhagia, pain, pelvic infection, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, headache, pruritus and following ones were reported via social media- stomachache, medical device monitoring error, embedded device and heart burn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media case received. New event embedded device, stomachache, heartburn and ablation and essure insertion done on the same day were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: event "device removal" was replaced by "migration", event "device complications" was deleted, product start date, stop date added. Reporter lawyer added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus/ migration of essure device location of device: ultrasound showed coils extending further down into uterine cavity than normally seen") and pelvic infection ("infection (other): pelvic") in a 32-year-old female patient who had essure (ess205) (batch no. 508296) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy, asthma, celiac disease, parity 2 (two prior vaginal deliveries), ovarian cystectomy in 2010, irregular menstruation, migraine, bladder disorder nos and urinary tract disorder nos. (B)(6) 2016: pathology: diagnosis: a. Uterus, right and left fallopian tubes, total hysterectomy and bilateral salpingectomy: weakly proliferative endometrium. Myometrium and cervix without significant pathologic change. Right fallopian tube contains a metallic wire coil and is associated with a paratubal cyst. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2005 to (B)(6) 2006, iud nos from 2004 to 2005, mirena iud and loestrin. Concurrent conditions included obesity, thyroid cancer, abdominal pain, chest pain, bacterial vaginosis, genital bleeding, uterine bleeding, obesity, menometrorrhagia, ovarian cyst, lower abdominal pain, urinary tract infection, vaginal discharge, fatigue, sleep deprivation, epigastric pain, hyperlipidemia, hypothyroidism, urticaria, nasal discharge, facial pain, leg pain, dermatofibroma, cystitis, hematuria, gas, panic disorder, anxiety, panic disorder nos, celiac disease, thyroid cancer, hypothyroidism and asthma. Concomitant products included aciclovir (acyclovir) since 2008, cetirizine hydrochloride, docusate sodium;sennoside a+b (senokot s) since (B)(6) 2016, ibuprofen since 2000, levothyroxine sodium (synthroid) since (B)(6) 2006, naproxen since 2005, oxycodone since (B)(6) 2016, ranitidine hydrochloride (zantac) from 2011 to 2018, salbutamol (albuterol) from 2008 to 2017, sumatriptan (imitrex) from (B)(6) 2010 to (B)(6) 2011 and vitamin d nos (vitamin d) since 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced abdominal pain lower ("lower right side of abdomen/ right quadrant pain") and pain ("pain radiated down the leg"), 2 months 20 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pruritus ("itching"). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge/ yellow vaginal discharge/increased yellow vaginal discharge"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problem or changes"), cystitis ("bladder or urinary problem or changes infection") and urinary tract infection ("bladder or urinary problem or changes infection"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes on legs"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), flank pain ("flank pain"), back pain ("back pain"), urinary tract disorder ("urinary problem or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed),salpingectomy(bilateral removal of fallopian tubes) and otal hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and pain had resolved and the pelvic infection, flank pain, back pain, pruritus, urinary tract disorder, dyspareunia, vaginal discharge, rash, bladder disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, pain, pelvic infection, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. (Discrepancy noted) on 0(B)(6) 2006 & (B)(6) 2015 on hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, headache, pruritus". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: significant correction performed. Information received from follow up (B)(6) 2018 deleted as follows: reporter (consumer : aka name), lot number (869749), & events allergy to metal, fatigue, weight increased, alopecia, female sexual dysfunction, bladder prolapse & abdominal pain (with outcome). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus/ migration of essure device location of device: ultrasound showed coils extending further down into uterine cavity than normally seen") and pelvic infection ("infection (other): pelvic") in a 32-year-old female patient who had essure (ess205) (batch no. 508296,869749) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy, asthma, celiac disease, parity 2 (two prior vaginal deliveries), ovarian cystectomy in 2010, irregular menstruation, migraine, bladder disorder nos and urinary tract disorder nos. (B)(6) 2016: pathology: diagnosis: a. Uterus, right and left fallopian tubes, total hysterectomy and bilateral salpingectomy: weakly proliferative endometrium. Myometrium and cervix without significant pathologic change. Right fallopian tube contains a metallic wire coil and is associated with a paratubal cyst. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2005 to (B)(6) 2006, iud nos from 2004 to 2005, mirena iud and loestrin. Concurrent conditions included obesity, thyroid cancer, abdominal pain, chest pain, bacterial vaginosis, genital bleeding, uterine bleeding, obesity, menometrorrhagia, ovarian cyst, lower abdominal pain, urinary tract infection, vaginal discharge, fatigue, sleep deprivation, epigastric pain, hyperlipidemia, hypothyroidism, urticaria, nasal discharge, facial pain, leg pain, dermatofibroma, cystitis, hematuria, gas, panic disorder, anxiety, panic disorder nos, celiac disease, thyroid cancer, hypothyroidism and asthma. Concomitant products included aciclovir (acyclovir) since 2008, cetirizine hydrochloride, docusate sodium;sennoside a+b (senokot s) since (B)(6) 2016, ibuprofen since 2000, levothyroxine sodium (synthroid) since (B)(6) 2006, naproxen since 2005, oxycodone since (B)(6) 2016, ranitidine hydrochloride (zantac) from 2011 to 2018, salbutamol (albuterol) from 2008 to 2017, sumatriptan (imitrex) from (B)(6) 2010 to (B)(6) 2011 and vitamin d nos (vitamin d) since 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced abdominal pain lower ("lower right side of abdomen/ right quadrant pain") and pain ("pain radiated down the leg"), 2 months 20 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pruritus ("itching"). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge/ yellow vaginal discharge/increased yellow vaginal discharge"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problem or changes"), cystitis ("bladder or urinary problem or changes infection") and urinary tract infection ("bladder or urinary problem or changes infection"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes on legs"). On (B)(6) 2013, the patient experienced bladder prolapse ("bladder or urinary problems changes: proplase"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("aparunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), flank pain ("flank pain"), back pain ("back pain"), urinary tract disorder ("urinary problem or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed),salpingectomy(bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and pain had resolved, the pelvic infection, flank pain, back pain, pruritus, urinary tract disorder, dyspareunia, vaginal discharge, allergy to metals, fatigue, weight increased, alopecia, female sexual dysfunction, bladder prolapse, rash, bladder disorder, cystitis and urinary tract infection outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, bladder prolapse, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, menorrhagia, pain, pelvic infection, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure: insertion date : (B)(6) 2012 & (B)(6) 2006 & removal date: (B)(6) 2014 , (B)(6) 2016. Patient need for additional surgery. (Discrepancy noted) on (B)(6) 2006 & (B)(6) 2015 on hysterosalpingogram test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, headache, pruritus". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were added. Medical history, lab data and concomitant drug were added. Event verbatim were updated as vaginal discharge/ yellow vaginal discharge/increased yellow vaginal discharge. Outcome of the event lower right side of abdomen, pain radiated down the leg were updated. Essure model changed from ess305 to ess205. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from november 2005 to april 2006, iud nos from 2004 to 2005 and loestrin. Concurrent conditions included obesity, thyroid cancer, abdominal pain, chest pain and bacterial vaginosis. Concomitant products included aciclovir (acyclovir [aciclovir]), cetirizine hydrochloride (zyrtec) and levothyroxine sodium (synthroid). On (B)(6)2006, the patient had essure inserted. In october 2006, the patient experienced pruritus ("itching"). On (B)(6)2015, 9 years 7 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic infection ("infection (other): pelvic,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower right side of abdomen"), flank pain ("flank pain"), back pain ("back pain"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion had resolved and the vaginal haemorrhage, menorrhagia, pruritus, pelvic infection, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, flank pain, back pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, pelvic infection, pruritus, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additonal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6)2006: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, headache, prrities, most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received, reporter added, concomitant condition added, event added as :- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: itching, infection (other)describe: pelvic, rashes or skin conditions type: unknown cause of itching, bladder or urinary problems or changes,migration of essure device location of device: uterus, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), vaginal discharge, lot number received incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2005 to (B)(6) 2006, iud nos from 2004 to 2005 and loestrin. Concurrent conditions included obesity, thyroid cancer, abdominal pain, chest pain and bacterial vaginosis. Concomitant products included aciclovir (acyclovir [aciclovir]), cetirizine hydrochloride (zyrtec) and levothyroxine sodium (synthroid). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pruritus ("itching"). On (B)(6) 2015, 9 years 7 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, flank pain ("flank pain"), back pain ("back pain"), abdominal pain lower ("lower right side of abdomen"), pelvic infection ("infection (other): pelvic,"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion had resolved and the flank pain, back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, pruritus, pelvic infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, pelvic infection, pruritus, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, headache, prrities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs